Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a electronic component failure. A field service engineer found that door 2 was making clicking sounds, powered down the machine, and removed the latch column; it was observed that the latches were already greased, so the latches were replaced with the new-style latches. The repair was tested using the hardware testing application, and the customer inventoried all doors to confirm correct positioning and proper operation. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a tower door issue occurred. Door 2 clicked and opened while other doors were open on a single tower unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.